Event description:
I noticed that my philips dreamstation c-pap device had some black particles in the air outlet while I was cleaning it. When I turned the device on while the air hose was disconnected, I noticed black particles expelling from the air outlet. FDA safety report ID # (B)(4).